Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had rf epidural shot in her neck last tuesday and she noticed she began experiencing a return of symptoms. During the call it was discovered the stimulation was turned off, set to program 1 at 1.9 v. Patient used their patient programmer to turn therapy back on and lowered stimulation to 1.7 v. Patient confirmed the stimulation was felt at a comfortable level. Patient stated she had wonderful therapy results from the stimulator after implant (until this recent incident). Patient stated she had no leaks or urinary drip problems and stopped using pads. Patient stated she is down to using menstrual thins in her underwear. Patient also reported on the date of implant, when they turned the therapy on, she experienced a painful/uncomfortable stimulation sensation due to positional movement. They lowered the stimulation to 1.6 v which resolved the uncomfortable/painful stimulation. Patient stated at the follow up appointment a month later they must have increased the stimulation to 1.9 v. The patient stated she had not used the programmer to adjust therapy at home. No further complications were reported or are anticipated.